Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient that she was having problems and irritating and turned implant neurostimulator (ins) off. Patient stated recently turned stim back on because stimulation was uncomfortable and was on the left side but though stimulation would be felt in the middle. Stimulation was irritating "raw skin and goes up the left side". Patient stated stimulation felt like patient put a tampon on with steel wool. The patient added that she hasn't seen an improvement in their symptoms. Patient stated has terrible issues like has to wear pads all the time. Patient stated when she leans over and "it comes out". Patient has had a lot of bladder therapy but nothing has been effective. Patient set stim at a low setting and noted stimulation was on. Patient could feel stimulation and stim was currently uncomfortable. The patient was walked through each program and patient was on program 2 at 1.2. Patient switched to program 3 and increased from .5 to 0.9 and felt stimulation in the bicycle seat area but stim was still on the left si de, but more toward the center where leg connects. Patient switched to program 4 and increased from .5 until pt started feeling stim. Patient stated stim was on the side again and felt funny, but stimulation did not hurt like program 2. Patient switched to program 1 and increased from .6 to 1.0 and could felt stim. Patient felt stimulation in the bicycle seat area but on the left side still and will leave stim set there. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.